Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative identified that the fan of the system was not working. The fan was replaced the system was run for several hours at various temperatures. No further issues were noted and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the user of the heater-cooler system 3t noticed a burning smell coming from the unit during a procedure. The biomedical engineering department inspected the device and could not identify any problems. There was no report of patient injury.